Event description:
On (B)(6) 2013, the physician reported that they were testing the handheld and found that it stays frozen even after hard resetting the device. The hard reset was tried several times and the handheld was checked and confirmed to be unlocked. The screen was wiped down well, but it was not responding to taps. No other information was provided.

Manufacturer narrative:
.